Manufacturer narrative:
Unfortunately, neither the error log nor further information were available for investigation. Thus, the exact root cause could not be finally determined. The only information provided was that the codes v040 and v041 were displayed in service mode. Since the found entries could be caused by several root causes, e.g. An issue with the motor itself, issues with the light barrier, the incremental encoder or ventilator diaphragms, it was recommended to have a draeger technician to analyze and fix the root cause. However, neither were further information about the root cause nor replaced parts received. Thus, the exact root cause could not be finally determined. Checking the ventilator operation is part of the daily and pre-use check (described in the instruction for use) and must be carried out before each patient use. Based on the given information, it can be concluded that the ventilator failure was related to the aspect that the supervisor function of the fabius system detected an issue that forced a shut-down of automatic ventilation according to its safety concept. Such a ventilator shutdown is accompanied by the corresponding vent fail alarm. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional. H3 other text : device not available for investigation

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Event description:
It was reported that a vent fail occurred during use. There was no patient injury reported.

Manufacturer narrative:
This is a correction of the previous report. The unique device identifier (UDI) and corresponding fields have been adjusted.